Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found.

Event description:
On a routine visit to his audiologist the number of channels affected by high impedance was found to have increased. Before this appointment the user's hearing performance with the device was, reportedly, good. No change in hearing with the device was reported but the child is quite small and not a good reported. His parent's reported that there has been no injury or changes to health. There is now a concern that an infection has re-occurred. The user then did not show for further follow-up appointments. The user was re-implanted on (B)(6) 2020.